Manufacturer narrative:
Physio-control provided technical support to the customer and the customer was advised to try another set of hard paddles. The device did not return for evaluation and the reported issue was not verified. The cause of the reported issue could not be determined. Device not returned for evaluation.

Event description:
The customer contacted physio-control to report that their device hard paddles were not recognized. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.